Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was treated with rocephin (for six weeks, dose, route, and frequency not reported) and an unspecified ¿medication¿ (drug name, dose, route, frequency, and duration not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.